Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The device could not be interrogated using rf telemetry due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during device preparation prior to the patient entering the procedure room, the device was unable to be interrogated. The device was not used and another device was implanted. The patient was in stable condition.